Manufacturer narrative:
Concomitant medical products: unknown, unknown stem, unknown. Unknown, unknown cup, unknown. Unknown, unknown head, unknown. Reported event was unable to be confirmed. DHR review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-02524.

Event description:
It was reported the patient was revised to address a painful left hip. Fluid build up was identified intraoperatively. Attempts have been made and no further information has been made available.